Event description:
It was reported the device had a bubbled dso (downstream occlusion sensor) sensor seal and displayed -cassette not prop. Att. Alarm during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact and the dso (downstream occlusion sensor) seal has a bubble. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. The dso will be replaced as a preventative measure. The dso seal had a bubble, so the dso was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.